Event description:
The pt reported the piston rod on her insulin infusion device will not retract during the change the cartridge process. She stated the device displays an e10 (cartridge error) message during the process. She said there was no insulin spilled in the cartridge compartment and the device has not been dropped or exposed to water. To troubleshoot, the pt was instructed to change the battery. She did so but the issue continued. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.